Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.06.00, which is categorized as unremediated. No additional information is available.

Event description:
It was reported that "surgeon was inserting blocker into closed head iliac screw and the blocker started to come apart as he was threading it into the screw head."

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was evaluated on-site at the customer facility. The battery depleted alarm was caused by depleted batteries. The main batteries and the harness were replaced to correct this condition.a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events have been initiated for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).